Manufacturer narrative:
(B)(4). MDR decision: not reportable. Additional information was requested and the following was obtained: did the device open? Yes the device opened. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: did the device open? If no, how was the device removed from the tissue?

Event description:
It was reported that during a bowel resection procedure, device would not open after second firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.